Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Bg cause was not known. Customer consumed carbohydrates and changed the infusion site to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 48-53 mg/dl were recorded by continuous glucose monitor (cgm) from 9:22:07 pm to 9:57:07 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 9:17:07 pm and 9:42:10 pm. Blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 11:22:06 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 11:22:06 pm. On (B)(6) 2020, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.